Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported touch pen stylus issue. Further investigation revealed that the display flickers when bumped; the lvds (low voltage differential signal) board was found almost fully out of the connector causing the flicker anomaly.

Event description:
It was reported that the touch pen stylus on the programmer did not work, that it was not calibrated. It was further noted that the screen was malfunctioning. The programmer was returned for service. No patient complications have been reported as a result of this event.